Manufacturer narrative:
Information provided by the international customer indicated they believe the event was due to a bad connection between the instrument & polyaxial screw. Visual inspection appears to confirm this report. An evaluation of the returned polyaxial screw found one side of the tulip has been completely broken/detached from the remainder of the implant. Additionally, both the set screw & polyaxial screw appear to have gouges and markings indicative of cross threading. It appears likely that the anti-torque may not have been completely seated and when forces were placed on the screw during the final tightening process.

Event description:
An international customer ((B)(6)) reported that the cannulated screw located at the iliac broke during the final tightening process. The screw was removed and replaced without issue.